Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the customer to disconnect tubing from various components, deliver specific boluses, and replace supplies as necessary. The customer successfully completed a bolus and was advised to resume insulin therapy.